Event description:
It was reported that (1) mcm30 device was used during a coronary artery bypass graft procedure. It was reported by the rep that the physician's assistant was doing a vein harvest from the right leg. The medium clip applier worked four times and then misfired repeatedly. It was handed off the field and replaced with another medium clip applier which worked correctly. The applier that stopped working was placed back into it's package and then into a red bag. It was set aside for further eval. The case was completed and there was no consequence to the pt.